Event description:
It was reported that the screw broke at middle during insertion. Hard bone, prepared with impactor, size of graft 5.5 mm. Broken piece was not retrieved but secured inside patient. Surgeon did a pull test for fixation and felt it was secure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device confirms the corkscrew implant has broken. Fracture face is located at a point along the implant that is engaged by the driver when the device is inserted. Event description states: "hard bone, prepared with impactor, size of graft 5.5 mm." The directions for use, dfu-0087 warns: "attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion." Based on the information available, this type of event is typically caused by improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.